Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The rotapro console was returned to the complaint investigation site (cis) for investigation in a good condition. During functional testing, the unit did not pass the functional test for dynaglide initial flow rate. The golden unit pneumatic kit was paired with the console and the unit passed the final functional test without failing at any point. The reported speed complaint was confirmed.

Event description:
It was reported that speed had issues. A 230v rotapro console kit assy gen selected for use. During the procedure, it was noted that speed issue occurred. No complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that speed had issues. A 230v rotapro console kit assy gen selected for use. During the procedure, it was noted that speed issue occurred. No complications were reported.